Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had a motor stall with no recovery following an MRI or other medical procedure. The motor stall was confirmed in the event logs. The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.